Manufacturer narrative:
Product ID 399960, lot# v010747, implanted: (B)(6) 2009, product type lead; product ID 399960, lot# v236048, implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that on (B)(6) 2009 a patient had a right motor cortex generator implantation for the left side of her body. This immediately resulted in the development of a foot drop. The patient was also left with 'episodes' which were determined to be central dizziness, episodes of altered mental state, collapsing, black outs, and centralized vision. Both of her stimulators were turned off. The patient was seen at the emergency room where she did rehabilitation and a CT scan was performed on (B)(6) 2009. It was stated that the CT scan 'showed the leads,' but it was not clear if the leads had moved or were in some way damaged. The patient had an eeg which was considered abnormal. No further information on this event was provided. Please refer to manufacturer report #3004209178-2012-09647 for more information about this device.